Manufacturer narrative:
The subject device was not received for evaluation. As stated the user was able to clear the error message by pressing the escape key of the monitor and the scope gold contacts were cleaned. Cleaning the gold contacts resolved the issue. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure: otv-s190 review chapter 3, ¿installation and connection¿ thoroughly, and prepare the instruments properly before use. If the equipment is not properly prepared before each use, equipment damage, patient and operator injury and/or fire can occur.

Event description:
It was reported that during a therapeutic gastric sleeve bariatric procedure the otv-s190 device exhibited an error message e216. The issue occurred when the doctor was plugging the ltf-s190-5 scope into the processor. According to the reporter, they were able to clear the error message by pressing the escape key. In a follow up, the reporter conveyed that the issue was due to the one scope and by cleaning the gold contacts, the issue was resolved. The intended procedure was completed with no harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updated sections: d4, g4, g7, h2, h3 and h10. Review of the device history records for this device cannot be confirmed, as the serial number is unknown. The root cause of the reported issue was not identified. Based on reported information, the reported phenomenon was resolved through troubleshooting. It is unknown whether there are other foreign bodies, such as detergent residues, hard water residues, finger grease, dust, or lint at electrical contacts. The device was tested before use and no abnormalities were identified. Based on the reported information, the issue was resolved by troubleshooting. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous reported aware date from (B)(6) 2020.